Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage. When the unit was properly positioned and it was put under pressure, the unit would not have slipped. The device history record reveals no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. This lot was manufactured in 2015. The reported complaint was not confirmed. The root cause is unknown. However review of the foreseeable sequence of events indicated in risk management file indicates the most likely reason for reported failure of "unintended movement of the patient¿s head¿ is: clinician or staff applied an inadequate load to the patient¿s head; clinician used unapproved skull pins; index locking mechanism was not fully engaged; clinician/staff applied a clamping load greater than the patient¿s skull could support.

Event description:
A sales representative reported on behalf of the customer that an a1059 mayfield modified skull clamp had a slippage. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested but no other clinical information has been provided.